Event description:
The manufacturer was notified on (B)(4) 2014 of the following: patient data: male, (B)(6) years old, diagnosed with aortic regurgitation 20 years ago. He was admitted at the hospital with a poor lv function (20-29) due to ventricle dilatation. No comorbidities. No medications. Surgical procedure and prosthesis implanted: on (B)(6) the patient underwent surgical ventricular surgery (the ventricle was reduced from 70 cm to elliptical shape) and aortic valve replacement with a mitroflow lxa23, sn (B)(4), expiration date 2017-02. The patient received an intra aortic balloon pump (iabp) to support the lv. After surgery: the patient was transferred in ICU due to post op. Renal failure and loss of blood pressure, an echo was performed to evaluate the prosthesis and ar was visible. The day after surgery, the lv function improved (from 21 to more then 40) but moderate ar was visible at echo. 2 days after surgery the patient died. Reports availability: the echos have not been recorded; therefore, will not be shared with sorin. The prosthesis has not been explanted; therefore, will not be returned to sorin for inspection.

Manufacturer narrative:
Review of the device history records will be conducted. The valve was not explanted.

Manufacturer narrative:
Additional information is selected as it is a follow up report and codes are provided perivalvular leak - since no code available for aortic regurgitation. Because the device was not available for evaluation and echocardiograms were not provided, our investigation was limited to a review of the device history record for this mitroflow valve. The device history record form was pulled and reviewed by quality control at sorin group (B)(4). Mitroflow division. A review of the function test video for this valve performed before release for distribution showed proper valve function, with the leaflets fully opening and closing normally and symmetrically. At closure, all three leaflets were well coapted from stent posts to triple point. The results confirmed that this valve satisfied all material, visual, and performance standards required for a size 23 mitroflow valve at the time of manufacture and release.